Manufacturer narrative:
(B)(4). Service in field was performed on (B)(6) 2014. Resonator s/n (B)(4) was returned to ams and analysis performed on (B)(6) 2015. Product evaluation summary: the resonator evaluation noted that yag rod was pushed forward; q-switch had overhead temperature. The yag rod was adjusted and re-torqued the rod housing. Q-switch, clamps, hosing and desiccant were replaced. The resonator was re-peaked and a new test report was completed.

Event description:
It was reported that during a procedure the laser stopped and error 171 (laser under power) displayed when the physician stepped on foot pedal. The physician changed ¿surgical procedure¿ to complete the case. Patient outcome ¿fine¿ reported.

Manufacturer narrative:
Product evaluation: the console was evaluated and repaired in the field on december 25, 2014. Information extracted from service report: ¿step on the foot pedal; error '171' display; log error code '171' '251' '866'; replace resonator .replace pm kit and calibration.¿ probable root cause: based on the results of the investigation, the product complaint of "error 171" was confirmed; there was a failure found with the resonator, and the resonator was replaced.